Manufacturer narrative:
A definitive root cause cannot be determined with the information currently available. However, the most likely root cause is user error in the form of inadequate maintenance. The castor attachment screw from this device is not broken in half or damaged in a manner that would be undetectable or unforeseeable to the end user. Based on the condition of the returned device it appears that the screw backed out over time. The castor screw backing out is detectable when following the recommended maintenance outlined in the user manual. When the screw begins to back out the castor becomes progressively looser and does not remain flush with the leg segment. Based on the level of rust/debris on the device and the condition of the detached components, it appears regular maintenance was not being strictly followed. The complaint of castor detaching and threads being stripped has been effectively duplicated, as this was observed during inspection. This device will be retained.

Event description:
The end user was sitting stationary in the device and the rear right wheel fell off the unit causing her to fall. She broke her hand and fell into wall and hit head against the wall.